Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump received a no delivery alarm. The patient woke up with a blood glucose exceeding 400 mg/dl and a no delivery alarm. The customer's blood glucose is usually in the upper 200 mg/dl range. No mention was made of symptoms or treatments of the hyperglycemia. The mother declined troubleshooting for the insulin pump and wants the device replaced. The insulin pump will be returned for analysis.